Event description:
During a knee arthroscopy the patient developed swelling / extravasation of the posterior lower extremity early into the procedure. This was noted when the leg was repositioned. The case was aborted and the patient was discharged home that same day.